Manufacturer narrative:
The pump was received with motor error alarm during occlusion test and was unable to prime at 4.0lbs during prime test due to faulty force sensor resistor. The unit passed displacement test, rewind, basic occlusion, no delivery and motor test. The unit had a cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of an issue with son receiving motor error alarm on their insulin pump. Customer states they were programing in a bolus when he received a motor error alarm. Customer was able to conduct rewind sequence. The patients' blood glucose levels were 121mg/dl. Customer was advised to disconnect from the pump. Customer was advised to discontinue use of pump, and that the pump would need to be replaced.